Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a high pressure. The cause of the reported issue was an anomaly in the component air detector. The air detector was replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during patient use the pump did not clear the air bubble detection even when the tube was securely inserted, resulting in the inability to conduct flow rate testing. There was patient involvement and no patient harm or adverse event reported.